Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
A philips field service engineer reported that the device shut off during a service procedure. There was no reported patient involvement/adverse patient impact.